Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was tested with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The eval was unable to determine the cause. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the low link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.

Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no patient injury.